Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with transcutaneous ve rtebral body formation procedure. It was reported that the bk mixer was defected. The polymer and monomer were placed in the mixer and the mixer head was placed. At that time, the mixer interfered with the external cylinder, making a creaking noise and making it difficult to put it in. Somehow it was inserted and mixed it, but it was difficult to mix because it was interfering with something inside. It was managed to mix it up and put it on the bfd, but couldn't load it because it was clogged with something like a lump of cement powder. It could be loaded up to 4 bfds, so there was no major effect on the procedure or the patient. It was unclear whether the cause of the failure to fill the cement was due to the mixer or some defect in the cement. The problem was the same as that of the mixer, which was that it could not be filled with cement.

Manufacturer narrative:
Are unknown as product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.